Event description:
This device was used in a sudden cardiac arrest event of a (B)(6) male, in which the pt did not survive. The end user reported that the device did not give the "shock advised" prompt. The printout of the ECG trace does indicate that the "shock advised" prompt was issued.

Manufacturer narrative:
No fault was found with the returned device and it operated to specification throughout the event. The "shock advised" prompt was issued by the device on two occasions after 55 seconds and after 3 minutes 19 seconds but the clinical analysis of the download confirmed that at no time was it appropriate for a shock to be delivered to the pt. The "shock advised" prompt does not require any action from the user. It is only when the "press the shock button now" prompt is issued that action is required. In the reported event the device correctly changed its analysis to "non shockable" and the "press the shock button now" prompt was never issued. While charging the pad 300p will continue to analyze and if the rhythm changes to a "non shockable" rhythm, the device will correctly disarm. The pad 300p will not shock a "non shockable rhythm". When instructed to do so, the user must obey the instruction "do not touch the pt". Adhering to this instruction allows the device to carry out a proper analysis of the pt's heart rhythm, which will not be influenced by CPR. The data shows that the user did not adhere to the "do not touch the pt" prompt. Continuing chest compressions during the analysis phase caused interference on the ECG and caused the device to advised a shock and charge up but the device correctly disarmed after further analysis.